Event description:
It was reported that the cot would only raise electronically intermittently, so had to be raised manually. This caused a back strain to the emt, which required therapy for treatment. The patient was not affected.

Manufacturer narrative:
The issue was resolved for the customer by replacing the battery as well as providing feedback on the expected service life of the cot as well as proper use instructions.

Event description:
It was reported that the cot would only raise electronically intermittently, so had to be raised manually. This caused a back strain to the emt, which required therapy for treatment. The patient was not affected.